Event description:
Voluntary medwatch received states that patient's atrial lead exhibited noise oversensing. No intervention was done. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5149027.